Event description:
It was alleged that during use of a pt an infiltration occurred. The location was not reported. It was noted that the pt suffered loss of limb. The account reported that the issue was not related to the device. Additionally, propofol was being infused and the pt had been admitted for 60 days and had received several infusions over the course of stay. No other info was provided related to this event.